Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: additional information block a4 (weight), block b5 and section e (initial reporter address 1, initial reporter address 2, initial reporter zip/post code) have been updated based on the additional information received on november 18, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation for esophageal varices procedure to treat varicose veins performed on (B)(6) 2024. During the procedure, the rubber bands were stuck together, and it could not be deployed normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 18, 2024: it was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation for esophageal varices procedure to treat varicose veins performed on (B)(6) 2024. During the procedure, the rubber bands were stuck together, and it could not be deployed normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.